Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were found. Noise could not be reproduced during testing. The cause of the field event was not determined.

Event description:
It was reported that there was noise which resulted in an inappropriate diagnosis of vf episode. The ICD and lead were explanted and replaced. The patient condition is good after procedure.